Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The complaint of holes / cut / torn can be confirmed based in the photo shared by customer. However, no product sample was received for investigation and a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) lot#13578867 was reviewed and no non conformities were found that would have led the reported complaint.

Event description:
The event involved a conector tego¿ where it was reported that a patient did not receive saline or heparin when the catheter was heparinized during hemodialysis. It was observed that the silicone of the bioconnector was wrinkled. There was patient involvement but no patient harm. The device was replaced with a new one.